Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. Mother noticed this when patient was experiencing pain and there was evidence of bleeding on the adhesive. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, blood was also noted on the adhesive pad. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. The formed needle was found to be dented where it would normally sit horizontally in the slide retract. Excessive plastic was noted on the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle. No other damages or defects noted.